Event description:
It was reported that the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) due to recurring incontinence. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.